Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopically assisted vaginal hysterectomy. According to the reporter: the customer reports that the procedure had just started when surgeon started to use the device. On the second time of opening and closing the jaws, the piece of plastic broke off. Used another device without further consequences. No pt injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Pt current status reported as recovered. Nothing fell into the surgical cavity. Surgical time was not extended.